Event description:
According to the reporter: occurred during an open distal pancreatectomy procedure. The surgeon was applying the stapling reload across a vessel. But the manual stapling handle and reload were not used as they jammed and the handle could not be squeezed closed or fired. The surgeon was not able to press the green button and was not able to squeeze the handle. There was also a problem unloading the device. The reload could not be unloaded. In order to resolve the issue and complete the case, another stapling handle and reload were opened and used. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the reload was engaged to the instrument from line item 702035413-10 and the reload jaws were partially clamped. The reload was articulated to the right but the articulation lever of the instrument was in neutral position. Visual inspection of the cartridge noted that the reload had a full complement of staples. The h-limiters were present on the left side of the device causing the reload left articulation to be limited. Visual analysis conducted by engineering noted the returned reload finds the right side blowout plate broke and protruding from its distal locating features. The broken blowout plate causes the jaws of the device to be at a slightly left articulated position and would affect the loading, articulating, clamping, unclamping and unloading functions of the device. The broken plate observed is consistent with engineering testing performed by articulating the device beyond the design intent of the handle. During manufacture all devices are automated vision inspected by means of camera for presence and position of the blowout plates. Following blowout plate inspection all devices are 100% automated inspected by means of functional articulation test performed by automated tooling for full range of motion of the articulation feature. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.